Manufacturer narrative:
A device history record review could not be performed because the lot and serial numbers were not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations and we are not able to determine the relationship between this device and the cause of the event. According to the customer's report, it seems that the problem was not caused by the product itself. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the patient had an iris tube placed into the lung resulting in a pneumothorax. The rn removed the feeding tube and tried to place the tube again. The patient died from the injury.